Event description:
The physician reports performing cataract surgery with attempted implantation of a crystalens using the ci-28 delivery device. During insertion, the surgeon observed that the haptic caught the corner of the capsule and the capsule was torn. There was loss of vitreous. Intervention was performed in order to enlarge the incision and remove the lens. An anterior vitrectomy was performed. An anterior chamber lens was implanted successfully. Sutures were applied to close the wound. According to the physician, the patient's current prognosis is good. Reference MDR 2031924-2010-00232.

Manufacturer narrative:
Device history record review has been requested. Results will be submitted when available as a supplemental report.